Event description:
It was reported during the procedure when the coil (subject device) was first attempted to detach it would not detach. After the physician adjusted the coil re-align the detachment markers, it prematurely detached. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil prematurely detached during the procedure. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, an sl-10 microcatheter was used in the procedure, and the movement of the coil was checked under fluoroscopy when detachment was performed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. H3 other text : device not returned for evaluation.

Event description:
It was reported during the procedure when the coil (subject device) was first attempted to detach it would not detach. After the physician adjusted the coil re-align the detachment markers, it prematurely detached. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.